Manufacturer narrative:
Further communication with the customer, it was conveyed that the subject device is not returning to olympus for at least one year. The customer will retain the device for a year per their process and no device is coming back at this time. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. This lot number showed with no associated ncrs(non conformance), reported scrap or recorded process deviations relating to the reported failure. As the device did not return to olympus, no device evaluation could be performed. The observed failure is a known phenomenon resulting from forcing the device through resistance. On page 13 of the device IFU (pn0008807_ah), it states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As reported, during an ebus (endobronchial ultrasound bronchoscopy) procedure with the na-u403sx-4019, the user stated that it was not acting correctly as there were issues when using the stylet and when removed the needle to replace with another needle, the user had found that the needle had broken off and was found in the lung. There was no patient injury reported on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As the device did not return to olympus, a physical device inspection cannot be performed. As a result, the initial complaint cannot be confirmed. However, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. Olympus will continue to monitor the field performance of this device.